Manufacturer narrative:
This initial and final emdr is being submitted to FDA for a reportable event that occurred in the USA. "Posterior capsule rupture" is indicated as a potential adverse event related to iol implantation in hoya IFU covered under the warnings section. Haptic damage is indicated as a potential malfunction related to the iol, as covered under the warnings section of the product's instructions for use (IFU). The product was not returned to the manufacturer. The investigation was conducted, with the methods and results as noted below. No abnormalities were found in production and inspection records of the product. (Serial no.: (B)(4); model: b1pc). Based on the available information and our investigation, we believe this event was not caused by our product quality. A review of the most recent complaint trending data indicates that no significant trends have been identified at this time and no CAPA is required as part of the product evaluation.

Event description:
Intra-operative complications. Posterior capsule rupture. Doctor reported that something happened in the prepping of the lens or in the injector that is cutting the lens leading haptic. This is creating a sharp edge that is causing the posterior capsule to tear when the sharp edge on the haptic comes in contact with it. Lens still in the eye via reverse optic capture. Patient has recovered and is fine; patient has 2020 and 2030 uncorrected.